Manufacturer narrative:
The reported information and the log file were analyzed and the device was investigated optically & functionally. The reported device behaviour could not be duplicated in a test run over night. The log book confirmed that the technical alarm message "sensor: s6 out of range" (tf 05.0031) and the alarm message "pat flow: vte > vti" (tf 22.0113) occured on the reported date of event. Both alarm message correspond to an implausible value of the differential pressure sensor s6. The sensor s6 measures the differential pressure above the flow sensor and is required for determining the ventilation flow. One day after the reported event, the technical alarm "offset az-v out of range" occurred in the logbook which indicates a faulty zeroing of the sensor s6. It is likely that a sporadic defect in one of the zeroing valves is the underlying root cause of both technical error messages. The oxylog 3000 was produced in 2/2004. The zeroing valves are build inside the device since the production date. In case of the technical error "sensor: s6 out of range" the device alarms optically and acoustically, but does not sustain the ventilation function. In this case, according to the instructions for use, ventilating the patient with an independent manual ventilation device needs to be started immediately. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating the patient after giving the alarm messages "tf 05.0031" and "tf 22.0113". The patient died of a hypoxic brain damage after being undersupplied with oxygen for 25-30 seconds.